Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out with the knot unraveled¿ was observed as a cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation procedure. Reportedly with both devices, upon plunger removal, the entire suture came out with the knot unraveled [cuff miss]. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 20f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device with reported issue referenced in b5 is filed under separate medwatch report number.